Manufacturer narrative:
Concomitant medical products: product ID 748910, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 748910, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3093-28, lot# v000871, product type: lead; product ID 3093-28, lot# j0511542v, product type: lead. (B)(4). The device was used for an off-label indication. The therapy indication the device was used for was ezw. The device was used for an off-label indication. The PMA associated with the therapy indication the device was used for was (B)(4).

Event description:
The consumer reported that they had a c-section in 2014, after which their implant had not been working. It was noted that symptoms were reported. The patient could still connect to the device, however. The patient's indication for use of the stimulation system was urinary dysfunction/ sacral nerve stimulation. No diagnostics/troubleshooting, interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.